Event description:
During procedure of open gastrostomy tube, 2 g tubes were tested out per physician request and after insertion in patient, balloon anchor broke causing a total of three g tubes to be inserted in patient until one tube functioned properly. FDA safety report ID# (B)(4).